Event description:
Device reported is non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Manufacturer narrative:
Clarification to d6a - implant date: 2007 (year only received). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted.